Event description:
The customer reported during patient admission, they underwent laparoscopic procedures including g [gastric] tube placement, diagnostic laparoscopy, and cholecystectomy. A CT scan revealed that the end of the g tube could not be identified. Subsequent attempts by the surgical team to deflate the balloon were unsuccessful, indicating a possible rupture. This complication likely led to the symptoms of increasing wbc, fevers, and positive blood cultures, suggestive of tube feeds potentially entering the abdomen. The compromised balloon necessitates a surgical replacement of the g tube.

Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. The device history record could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A gemba on-site inspection of the manufacturing process was carried out. All processes were reviewed and their correct operation was verified. No abnormal conditions were found that could continue to trigger the reported condition. Due to the lack of evidence and the inability to analyze the sample, a root cause related to the product, manufacturing process, or design could not be identified. The appropriate internal personnel has been notified of the complaint for awareness purposes. In addition, a supplier corrective action request has been sent to the supplier to address the reported condition through a more robust investigation.¿ we will continue to monitor related reports to determine if additional actions are necessary.